Event description:
Sureform 45 stapler used earlier during procedure. Stapler placed in one of the robotic arm 4 and was not reading it. Stapler was not connected to tissue. Stapler removed and placed again with same result of not reading the stapler. A second 45 sureform stapler opened. Old stapler removed from field and placed in original manufacturer's package.

Event description:
Sureform 45 stapler used earlier during procedure. Stapler placed in one of the robotic arm 4 and was not reading it. Stapler was not connected to tissue. Stapler removed and placed again with same result of not reading the stapler. A second 45 sureform stapler opened. Old stapler removed from field and placed in original manufacturer's package.